Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a delayed response to customer's interaction on the bolus screen. There was no reported impact to customer's blood glucose level. Upon follow up, customer reported that issue had resolved.